Event description:
It was reported during a surgery, a bolt broke off when the surgeon was retightening the drill guide with a screwdriver. The surgery was completed with delay. There were no other adverse patient consequences reported.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch number 364875) was returned for evaluation. The returned bolt was visually examined under magnification. The returned bolt was confirmed to have batch number 364875. The broken threads of the locking bolt which had sheared off were also returned. The overall bolt length was measured to confirm the fracture point. The bolt measured approximately 1.2195", indicating that about 0.0805" of the bolt's tip broke off. The returned threaded tip measured 0.0905" to its longest length. The fracture surfaces of the locking bolt and the broken threads were slightly jagged, indicating a possible ductile fracture caused by repeated use over time and metal fatigue. This indicated the failure mechanism was either a gradual overloading or a progressive failure due to repeated torsion and tension at the location of the fracture. This sort of fracture showed slight necking, where significant strain occurs at the small region between the knurled shaft and the start of the threads. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.